Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during testing. However, the report could not be duplicated after the firmware was reinstalled. The firmware was reloaded as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.